Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that in the vapr 3 footswitch , the coagulate pedal was sticking and would not release. The complaint device was received and evaluated. Visual observation confirm that the yellow coagulate pedal was stuck, also the base plate presented signs of corrosion. The functional test was performed, the device was connected and recognized for the generator also one electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power and not presented failures on ablation and coagulation modes. The foot pedal was sticking and would not release, for this reason was released manually, was tested several times to ensure the improper functioning. Complaint was confirmed. The possible root cause for the corrosion failure can be attributed to fluids ingress the device and for foot pedal that not released can be attributable to lack of maintenance. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [1605218] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during a knee arthroscopy the yellow pedal of the vapr 3 footswitch was sticking and would not release. It is unknown how the procedure was completed. No patient consequences or surgical delay reported.